Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 2 of 2. Consumer reported prior to insertion of a tampon she tested it by getting it damp. She pulled on the string and the pledget fell apart into pieces. Since she did not use the tampon so there was no medical attention required and no adverse health effects.